Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the outer insulation damaged between 12cm and 12.8cm from the connector pin. The ptfe coating of the sensing cables was damaged in the same area as a result of friction to the ICD can.

Event description:
It was reported that during a follow-up visit, noise was observed on several egms on the ventricular channel. During the explant, lead insulation damage was observed.